Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown. The customer treated with intravenous drip in hospital. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report.

Event description:
The customer was contacted for additional information regarding the hospitalization. The customer stated that she was confused and kept changing the settings to give more insulin. The customer stated that her blood glucose levels went low, but then she ended up going high due to the settings being changed. The customer did not feel the need to troubleshoot the insulin pump.